Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that review of an untreated event and the presenting data was requested. A boston scientific technical services consultant noted smart pass had been disabled in the untreated event and there was oversensing. The presenting appears to show myopotential noise. The consultant recommended programming smart pass back on, review s-ECG's and increasing the rate to evaluate for morphology changes. It was subsequently reported that the oversensing and myopotentials were due to the initial inadequate positioning of the electrode into the patient's left pectoral muscle. A revision procedure was performed and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed burnt marks on sense b distal ring. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of an untreated event and the presenting data was requested. A boston scientific technical services consultant noted smart pass had been disabled in the untreated event and there was oversensing. The presenting appears to show myopotential noise. The consultant recommended programming smart pass back on, review s-ECG's and increasing the rate to evaluate for morphology changes. It was subsequently reported that the oversensing and myopotentials were due to the initial inadequate positioning of the electrode into the patient's left pectoral muscle. A revision procedure was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.